Event description:
She called to ask what the contents are of our reusable gel packs. She said that she had one that had leaked on her when she used it on her knee and that she had a reaction with slightly red, raised bumps that are painful, and she was going to the doctor and wanted to tell him what the contents of the pack are. I directed her to the cardinal health msds website to look up the msds. She said that this happened to her about three months ago when she used it on her hip, but she didn't realize at the time that the pack had leaked, so she reused it again on here knee and that is when she saw that it was leaking. She said it took a couple of weeks that time for the red, raised bumps to go away and that it was painful for her during that time. She said that she thought the leak may have been the result of repeated use over and over. Additionally, customer stated the reusable gel pack was placed directly on her hip without any barrier. She went to the doctor and was prescribed a topical cream as treatment.

Manufacturer narrative:
The DHR for lot v1ec89 could not be investigated as this lot number is not valid. An investigation was initiated into the report citing the product leaked. At the time of this report, the device was not available for evaluation. Without the actual sample we are also unable to confirm the report and assign a root cause for the complaint. A review of this internal quality records identified no trends for this issue. If the product is returned in the future, a follow-up report will be filed and an investigation will be reopened to evaluate the returned sample. A corrective action will not be initiated at this time since a sample is not available to confirm the issue and the information is not sufficient to identify a potential root cause. The need for a corrective action will be assessed if a sample or additional information is received.